Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a temperature issue and preventive maintenance 2000hrs service needed. Per sample evaluation results on 13nov2023, it was reported that the level sensor was cracked. The fill tube was dirty. Device underwent 2000hrs preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a temperature issue and preventive maintenance 2000hrs service needed. Per sample evaluation results on 13nov2023, it was reported that the level sensor was cracked. The fill tube was dirty. Device underwent 2000hrs preventive maintenance.

Event description:
It was reported that there was a temperature issue and preventive maintenance 2000hrs service needed. Per sample evaluation results on 13nov2023, it was reported that the level sensor was cracked. The fill tube was dirty. Device underwent 2000hrs preventive maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate maintenance. However, this cannot be confirmed. The device was evaluated upon receipt. The fill tube was noted to be dirty. Replaced fill tube. Device passed applicable testing after repair. The serial number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "cleaning and maintenance: routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was a temperature issue and preventive maintenance 2000hrs service needed. Per sample evaluation results on (B)(6) 2023, it was reported that the level sensor was cracked. The fill tube was dirty. Device underwent 2000hrs preventive maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate maintenance. However, this cannot be confirmed. The device was evaluated upon receipt. The fill tube was noted to be dirty. Replaced fill tube. Device passed applicable testing after repair. The serial number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: cleaning and maintenance: routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information. Correction: d. UDI related data quality updates only. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.